Event description:
The customer reported that the system displayed an x-ray switch stuck error message during a case and they had to use another system to complete the case. There is no report of pt injury or death.

Manufacturer narrative:
A ge representative evaluated the system and reseated the footswitch connector. The system operates as intended.